Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. During drain three of four of their treatment, the patient stated that they woke up to find that the patient line had disconnected from their catheter resulting in fluid leaking onto the floor. The cause for the disconnection was unknown. The patient reconnected the line and continued with their treatment. The patient had drained 1293ml of an expected 2203ml at the time of the initial report. The technical support representative explained to the patient that it was not recommended that they reconnect any lines that have disconnected at any point of treatment. The patient was advised to cancel their treatment and to notify their peritoneal dialysis registered nurse of the event. At this point in time, there has been no report of a patient injury or medical intervention resulting from the fluid leak. The patient had manual supplies to continue with their treatment without the cycler if necessary. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon follow up with the patient¿s peritoneal dialysis registered nurse it was reported that following the leak, the patient experienced abdominal pain. The patient was provided a one-time prophylactic dose of ancef (1g, intraperitoneal) and fortaz (1g, intraperitoneal) as a precaution. The patient¿s effluent was closely monitored but remained clear. There were no signs or symptoms of an infection following the event. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. The cassette used at the time of the leak was discarded. Additional information was requested but was not available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.